Event description:
The affiliate stated the customer alleged erratic hemoglobin (hgb) and red blood cell (rbc) results, for two patients, on separate days involving the coulter act 5diff cap pierce (cp). This report references patient #1. Review of the customer-supplied data indicates low white blood cell (wbc), platelet (plt) and high red blood cell (rbc), hemoglobin (hgb), and hematocrit (hct) results compared to the reanalyzed results, with instrument generated flag for wbc. The erroneous results were not released out of the laboratory. There was no patient consequence or change in patient treatment associated with this event. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) did not find any issue with aspiration, probe alignment, or priming. The fse noticed the hemoglobin (hgb) bath appeared murky and cleaned it with bleach using a q-tip, focusing between the hemoglobin lamp and detector. The fse properly adjusted the hemoglobin gain and performed reproducibility test and controls; all results were within specifications. The instrument conformed to the manufacturer's published performance specifications. The patient results are indicative of inadequate sample mixing. Per product labeling: erroneous results may occur if the sample is not adequately mixed prior to analysis. Inadequate mixing may cause the following typical patterns of results when compared to the expected results: an increase in rbc and hgb accompanied by little change or a decrease in wbc and/or plt. This medwatch report is related to MDR 1061932-2012-02514.